Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation of the monitor, the monitor had produced service code 104. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was found unresponsive on (B)(6) 2019 while wearing the lifevest. Ems was called to the patient's home. Ems reported that the patient was going into vf and the lifevest did not administer a treatment. Ems subsequently cut off the lifevest. The patient was admitted to the ICU and remained unresponsive. The patient's physician indicated that he felt the patient had a vf arrest that was not treated by the lifevest. The patient passed away (B)(6) 2019 while not wearing the lifevest. Review of the patient settings confirmed that the patients vt/vf settings were 200bpm/200bpm. Review of the download data indicates that the lifevest detected two arrhythmias between 15:06:46 and 16:45:00. The ECG was not available for review during this time. The patient's rhythm at this time is unknown. No treatable arrhythmias were observed in the available ECG recordings. The lifevest was shutdown at 16:45:00.